Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90x03. The device was received in good physical condition. The device was functionally tested on the generator and the hand activation was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components and the hand activation button was not functional. This resulted in the device could not be activated with the hand activation. No conclusion can be reached as to what may have caused the issue with the hand activation button.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the circulator stared that "it would not fire at all" even after using on two generators. There was no mention of an error message. Another like device was used to complete the procedure. There were no adverse consequences for the patient.